Event description:
Information received a smith medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking. No patient adverse events reported.

Manufacturer narrative:
Other, other text: investigation completed on a smith medical fluid warming/level 1 hotline low flow systems - hl-390 . The complaint of leaking was confirmed as there is a crack in the enclosure near the drain fitting. The visual inspection revealed a cracked tank and worn cord. No action was taken as the device was deemed for scrap. The wear and tear over time caused event.

Event description:
Investigation completed and summary in h -10.